Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was 47 mg/dl and treated with food. Customer stated that the reservoir compartment broke around the threads. Advise to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction. Advise the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had severely scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, scratched reservoir tube window, cracked reservoir tube, stained address/serial number label, dog chew marks around the pump and stained end cap sticker.